Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a red alert for a high out-of-range shock impedance measurement of 125 ohms. Technical services (ts) noted the average has been in the 120-ohm range. This crt-d remains in service. No adverse patient effects were reported.